Event description:
Nipple marker may have caused artifact to appear on a mammogram image. The artifact did not interfere with the interpretation of the image as it presented outside of the breast tissue imaged. However, the technician decided to repeat the mammogram anyway.